Event description:
It was reported that this dual chamber implantable cardioverter defibrillator (ICD) with non-boston scientific right atrial (ra) lead exhibited failure to capture with no asystole. Subsequently, additional intervention was performed and the ICD and ra lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported failure to capture with no asystole observation.

Event description:
It was reported that this dual chamber implantable cardioverter defibrillator (ICD) with non-boston scientific right atrial (ra) lead exhibited failure to capture with no asystole. Subsequently, additional intervention was performed and the ICD and ra lead were explanted and replaced. No additional adverse patient effects were reported.